Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-08326. Related manufacturer reference number: 2017865-2020-08329. It was reported that the patient presented to clinic for follow up. There was suspected infection, and during assessment of the pocket, a white substance drainage was noted. The pacemaker, right ventricular lead, and left ventricular lead were explanted. The patient will be treated with antibiotics, and the system was not replaced. The patient was in stable condition.